Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer was informed that a pump reset was necessary but was unable to proceed immediately due to the lack of a charger. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.